Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5 cm abdominal aortic aneurysm. 29 months post stent graft implantation a request for a talent aortic cuff was requested. The vessels were reported to be moderately tortuous with minimal calcification. It was reported the CT demonstrated that the stent graft had migrated resulting in a type I endoleak. The patient's aortic neck had progressively dilated. Due to the co-morbidities the patient is not a candidate for open surgical repair. The physician requested a talent aortic cuff, because the patient's infrarenal aortic neck is too large and there is no appropriately sized commercially available aortic cuff. The talent aortic cuff was placed successfully. No additional clincial sequelae were reported and the patient is reported to be fine.